Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 01aug2024, it was provided by the customer that touchscreen had been replaced to repair the device and resolve the issue. The customer successfully completed a function check and screen calibration to confirm the issue was resolved, then returned the device to use. The customer stated that the replaced touchscreen was recycled, so it will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen could not be calibrated. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had entered the service mode to perform a touchscreen calibration but could only complete the first calibration. The bottom touch point would not respond to touch. The rse advised the customer to replace the touchscreen and provided the touchscreen part information. This investigation is ongoing.